Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows it is damaged/split. Reason for return was confirmed. Conclusion: after investigation at medtronic, complaint is confirmed for damage / split in the cannula body. It is unknown what may have caused this occurrence. Review of the device history record found no abnormalities during manufacturing that would cause or contribute to the reported event. Complaints received from august 2020 through november 2021 for similar model numbers were reviewed and showed no trends warranting escalation related to this occurrence. There were no adverse patient effects as a result of this incidence. Medtronic will continue to monitor for future occurrences and trends. This regulatory report is being submitted as part of a retrospective review and remediation per d00953163 as part of a CAPA action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to use of the cannula when the customer was preparing the bio-medicus nextgen pediatric arterial cannula for insertion on the sterile field, the scrub moved the rubber ring on the tip and the cannula split in half. The cannula was replaced with a cannula from another lot for the procedure. There was no patient involvement so no adverse effects occurred. The customer stated that they have four other cannulae from the same lot number and they do not feel safe using them and have pulled them off the shelf for return. The split only affected one of the five cannulae. The other three cannulas were not opened and are still in sterile packaging. No damage was noticed to the packaging. The customer would like confirmation it was just the affected lot.